Manufacturer narrative:
Investigation summary: no samples were returned. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Embecta was not able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Based on the above, no additional investigation and corrective/preventative action (CAPA) or situational analysis (sa) is required.

Event description:
Consumer reported, the insulin did not flow when she was attempting her injection. Stated, when she remove the pen needle that did not work, the needle from the non patient end broke off in the pen. (B)(4) pen needle affected. Lot: 3108819. Catalog: 320550. Date of event: 2024-03-13. Sample: yes (B)(6).